Event description:
N/a.

Manufacturer narrative:
Investigation summary: this complaint reports that when the pouch of an advanta v12 stent was opened, it did not open along the seal but instead tore across the middle of the pouch. It states that the sterility of the stent was saved and there was no patient harm. The pouch was returned for evaluation without the stent. The pouch had been torn open starting at the top. It tore along the seal as intended all the way across the top and down the left side. It tore along the seal about a third of the way down the right side and then the tear moves horizontally through the film toward the center of the pouch about an inch and then down through the film almost to the bottom of the pouch. There are signs of stretching at the juncture of the horizontal tear and the tear down the middle of the pouch. The seal was examined at the point the tear diverted from the seal and no sign of a faulty seal or particulate was identified. If there was any damage to the seal or that section of the pouch prior to it being opened, it can no longer be identified, as the material damage from tearing open the pouch makes it impossible to differentiate what damage may have been present prior. If there had been damage to the pouch evident to the user, the instructions in the IFU state that the device should not be used if the packaging is damaged. The pouch is a supplied part which getinge receives with 3 sides already sealed (the bottom and both sides). Getinge seals the top of the pouch after the stent has been inserted. The tear in the film occurred on the side of the pouch, diverting from the supplier's seal. The reporter mentioned that the expiration date of the stent is 2/24/2024. This incident occurred on (B)(6) 2024. While this is nearing the expiration date, it has not surpassed it and so the integrity of the seal ought to have been intact. A review of the finished good DHR and of the pouch incoming inspection did not identify any anomalies in manufacturing. The IFU provides adequate instructions and warnings for proper use of the device and no evidence was identified to suggest it is related to this complaint. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found 1 similar complaint in which the pouch tore away from the seal and through the film. A recurring lot number report was completed which did not find any other complaints involving lot 469445. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 1. This was determined to be appropriate based on the harm that was reported in the complaint. Complaint trending concluded that the actual occurrence level did not exceed the anticipated occurrence level. No evidence was identified to suggest that this complaint is related to design, materials, or instructions for use. In the past 15 months, this is the only complaint with the assigned reported defect in this product family. Based on the information provided by the customer and the returned device, the complaint is confirmed, however no evidence has been identified to suggest a manufacturing or supplier defect is the cause so a device nonconformance cannot be confirmed. With no evidence of a manufacturing defect and without detailed information of how the user opened the pouch, a root cause is impossible to define.

Event description:
When opening the stent package - it did not open along the glued areas - it tore across the package. We were able to save the sterility of the stent. No person affected, did not reach patient - detected before use.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.